Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 11 2007. Evaluation summary: the device was evaluated on-site. Failure code 814:04 was confirmed. Inspection of the device found that cause of the reported failure code was due to a disconnected air-in-line printed circuit board. The air-in-line printed circuit board was reinserted. The pump was returned to the customer fully operational. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA.

Event description:
A baxter representative reported to customer service a pump with failure code 814:04. It is unknown when this failured code occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.